Manufacturer narrative:
Block a2 has been corrected: the patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal banding for esophageal varices procedure performed on (B)(6) 2024. During the procedure, there was an error when triggering the elastic bands. After aspiration of the varicose cord, the handle of the equipment was triggered in three attempts however, the bands would not release. The device was removed and tested outside the patient, but the same problem occurred. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed. During the visual inspection, it was seen that the ligator housing returned with all seven bands on it, some of them damaged and overlapped, the ligator housing teeth were damaged as well. The handle slot has evidence that the trip wire was secured. A media inspection was performed on a photograph provided by the costumer. The image showed that all bands were not deployed. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had seven bands attached, some of them damaged and overlapped, the ligator housing teeth were damaged as well. The handle slot has evidence that the trip wire was secured. It is most likely that the technique used by the physician during the procedure was the reason why the bands ended up getting damaged by the force applied from the handle since the bands weren't being deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal banding for esophageal varices procedure performed on (B)(6) 2024. During the procedure, there was an error when triggering the elastic bands. After aspiration of the varicose cord, the handle of the equipment was triggered in three attempts however, the bands would not release. The device was removed and tested outside the patient, but the same problem occurred. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal banding for esophageal varices procedure performed on (B)(6) 2024. During the procedure, there was an error when triggering the elastic bands. After aspiration of the varicose cord, the handle of the equipment was triggered in three attempts however, the bands would not release. The device was removed and tested outside the patient, but the same problem occurred. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.